Event description:
According to the information received, during the operation, error code 3e0 appeared. However, after rebooting the equipment, it resumed normal operation. No negative impact in state of health reported.

Manufacturer narrative:
The affected device will not be returned for investigation to the manufacturer. Should additional information / investigation results become available, a supplemental report will be submitted. The event is filed under internal karl storz complaint ID: (B)(4).